Event description:
This is a spontaneous report by a consumer from the (B)(6) regarding a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy dialysate, fever and chills. The patient was hospitalized on (B)(6) 2010 for the peritonitis and discharged on (B)(6) 2010. On an unknown date, a peritoneal analysis and culture were performed. The results of the analysis were not reported. The results of the culture were not reported. On an unknown date, the patient began treatment with oral levofloxacin and intraperitoneal cefazolin. The peritonitis was ongoing and improved. The consumer believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.